Manufacturer narrative:
The reported field event of low battery voltage/eri was not confirmed in the laboratory. The device was tested on the bench and the battery voltage was above eri. Remaining battery capacity indicator was showing ¿low¿ consistent with exposing the device to below freezing temperature prior to implant. Further analysis performed indicated that the device exhibited normal device characteristics with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited low battery voltage and elective replacement indicator. Upon review, it was suspected that the issue occurred due to exposure to cold weather. It is unknown if premature depletion was suspected. No intervention was reported. The patient was stable.

Event description:
It was reported that the patient's implantable cardiac monitor was explanted on (B)(6) 2018. The patient was stable throughout.